Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that while using the syringe in a transfer device, the tip (which does not have a luer tip, it has a smooth tip ending) broke off. This occurred in the ed. No injuries were reported. Per additional information provided on (B)(6) 2022, they were taking the syringe and connecting it to a vacutainer and the tip of the syringe broke which caused blood to splash on the patient, nurse, and room. No adverse events occurred.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. This product was manufactured and packaged on dec. 21-23, 2021. During the manufacturing process a sample of syringes were visually and functionally inspected with zero issues recorded relating to this report. A sample was not received for the investigation. Because a sample was not returned, we were unable to perform functional and visual evaluations to confirm the reported condition and determine the root cause. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. A corrective action is not applicable at this time. Functional testing and visual inspections are performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.